Manufacturer narrative:
Pattyn, c., haan, r. D., kloeck, a., maele, g. V., & smet, k. D. (2010). Complications encountered with the use of constrained acetabular prostheses in total hip arthroplasty. The journal of arthroplasty, 25(2), 287-294. Doi:10.1016/j.arth.2008.10.010. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on the review of the journal article, "complications encountered with the use of constrained acetabular prostheses in total hip arthroplasty." The initial purpose of this article was to describe the complications the authors encountered in even a short postoperative period with the use of 3 different types of constrained acetabular cups. Because of the high failure rate, the authors changed their approach and started using large-diameter metal-on-metal bearings for similar indications. This complaint addresses the, one (1) ( resurfacing cup w/ large- diameter femoral head) revision for stem failure. There has been no further information provided and the patient outcome is unknown